Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and occlusion test. The pump was unable to prime during prime test due to faulty force sensor system. The motor was tested outside the device and passed. No motor error alarm noted. The pump was received with scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 298 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.